Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 270 mg/dl. The customer administered a syringe bolus to address the bg level. Air bubbles were observed in the patient line and luer lock and the customer believed that they were the cause of the elevated bg levels. The customer was to change their infusion set and cartridge to resolve the air bubbles.